Event description:
On (B)(6) 2011, customer reported that the dxc 600 pro instrument generated a false high carbon dioxide (co2) result for one (1) patient. This result was not reported out of the laboratory. Customer stated that when the anion gap flagged the sample, it was repeated on the other dxc instrument in the laboratory and that result was reported. After the event the customer attempted to calibrate the instrument, but calibration failed. Quality control was not run after the event because the system would not calibrate. Field service engineer (fse) examined the instrument and found that the co2 membrane was dirty. Fse replaced the membrane and verified performance.